Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements shortly after implant, measuring greater than 3,000 ohms. Subsequently, this patient underwent a replacement procedure, and this lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the intact lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation, and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high pacing impedance.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements shortly after implant, measuring greater than 3,000 ohms. Subsequently, this patient underwent a replacement procedure, and this lv lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been returned and analysis has been completed. This report has been updated with the product investigation results.